Manufacturer narrative:
This device is not sold in the us. The 510k of the most comparable product has been included in this report. Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Refer to MDR 1226348-2018-10562 for information regarding the second device reported in this event.

Event description:
As reported by the affiliate, two microsensors gave incorrect readings during the implant procedure. A third sensor displayed values consistent with the neurological condition of the patient. No patient harm was reported, but the incident cause a delay of over an hour.

Manufacturer narrative:
UDI: (B)(4). A review of manufacturing records found no discrepancies when the device was released to stock. Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Corrected fields: device available for evaluation. It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed the cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). Visual examination found a thick film on the sensor diaphragm that is not part of the manufacturing process. The catheter material was kinked 48.3cm from the tip. The device failed water pattern testing for drift. The device was cleaned and then passed the drift test. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. The reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.